Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device didn¿t work right. The patient stated that the healthcare provider¿s office couldn¿t adjust it right which is why she stopped using it. No patient symptoms reported.